Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a person using the ilet experienced hyperglycemia after a supply change and sought emergency care for insulin, then left and performed a full supply change at home; they reported prior issues with scar tissue and noted no visible issues with the teflon infusion set, and their blood glucose trended down from about 305 to 280 during the call. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included self-management at home without hospitalization, with improvement in glucose levels. Investigation included troubleshooting and education over the phone and review of device alerts, which indicated a 400-series ilet alarm. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of the hyperglycemia remained unclear, with possible contribution from infusion site or tissue-related factors. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.